Event description:
The big easy ultrasonic inster is used by both the dentist and hygienist to clean implants on the patient. The ultrasound insert burned a hole in the patient's gums, and the patient was fine except for pain. The dentist repaired the tissue to stop the bleeding.